Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: vamf4646c100tj , s/n: (B)(4); use by date: 03-may-2019; upn # (B)(4).

Event description:
A valiant stent graft system was implanted in a patient as a sub-emergency case endovascular treatment of a 63.6mm thoracic aortic a neurysm on (B)(6) 2017. It was noted that the patient had a right aortic arch and the physician elected to preserve the artery of (B)(6). The proximal neck diameter was 24.2-41mm with a length of 72mm. Calcium deposits were noted at the proximal seal zone. Proximal neck angulation was noted at 90 degrees. It was reported the patient returned for follow-up CT approximately 1-week post procedure. An endoleak of unknown type was suspected on review of CT. It was reported that the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.